Event description:
It was reported that this patient's device had 6 faulty electrodes. Results of integrity testing in 2006 were consistent with normal receiver/stimulator function and several faulty electrodes. Reprogramming was tried, but did not improve the patient's performance. The surgeon explanted the device in 2007, and reimplanted the patient with a new device the same day.